Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a pre-operative dissection in the thoracic aorta. The patient had a debranching of the arch and a dacron graft was implanted prior to stent graft placement. The stent graft was deployed within the dacron graft material with out issue. The final angiogram revealed that there was a proximal type I endoleak. There was no further intervention performed and the physician will monitor the patient. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak). Evaluation conclusion: unknown cause of endoleak.